Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was hospitalized for palliative care. The patient experienced worsening of respiratory condition and decreased level of consciousness due to pleural effusion, then was transferred to the hospital where the level of consciousness was improving (nodding response when called), however next morning there was a sudden change and the patient died. Carbon dioxide narcosis progressed, spontaneous breathing stopped along with aspiration pneumonia, which was believed to be the cause of death. The ventricular assist device (vad) was explanted.

Event description:
It was further reported that the patient experienced a cerebral infarction about a week ago. The patient then began to have a reduction in consciousness level on (B)(6) 2022 as the patient¿s respiratory condition worsened due to pleural effusion accumulation. The patient was transferred to another hospital. It was further stated that the carbon dioxide (co2) narcosis was the cause of the reduction in the patient¿s consciousness level. The patient was stated to be complaint with anticoagulation therapy as per dose. A head computerized tomography (CT) scan was performed, and the patient received anticoagulant. For the patient respiratory disease (dyspnea), a chest x-ray and pulse oximetry was performed, and the patient was treated with oxygen. Upon transfer to the new hospital, the patient¿s level of consciousness has been improving and on that day of transfer when the nurse removed the controller ac adapter to switch from the battery and controller ac adapter to two batteries, the controller blacked out and a loud alarm sounded. Before removing the controller ac adapter, it was confirmed that the other battery indicator was lit, but both power sources were lost when the controller ac adapter was removed, so it was suspected that the battery was defective. The ac adapter was connected again, and it was confirmed that the alarm stopped. At that time, there were no problems with the battery installation and the remaining power which was connected to the other side of the controller. An unexpected loss of power to the controller was noted on log file review and the vad has stopped for about 16 seconds due to power disconnection. It was further reported that there were no significant changes in the patient¿s condition after the power supply loss. The battery had been removed from service and the controller had remained in use at that time until the patient expired.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event date has been updated from 01-oct-2022 to 23-sep-2022, the aware date has been updated from 01-oct-2022 to 30-sep-2022. The event description, the annex a, e, f and g codes were updated and additional devices were added to h10. Additional products: d1: heartware ventricular assist system controller 2.0 d4: model #: 1420/ catalog #: 1420 / expiration date: 31-dec-2021 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 28-dec-2020 h5: no h6: patient ime code(s): e0705, e0731,e013302,e0119, e0742, e0717 h6: imf code(s): f02, f08, f22, f1903, f2203, f2303 h6: img code(s): g04035 h6: FDA device code(s): a12, a0708 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2022 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 14-jun-2021 h5: no h6: patient ime code(s): e0705, e0731,e013302,e0119, e0742, e0717 h6: imf code(s): f02, f08, f22, f1903, f2203, f2303 h6: img code(s): g02002, g02014 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) and the battery ((B)(6)) were returned for evaluation. The controller ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. A review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements prior to release. Failure analysis of the returned battery revealed that (B)(6) passed visual inspection and functional testing. During functional testing, the battery was able to adequately charge on a test battery charger and provide power to a test controller with all four (4) leds on when the battery was fully charged. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. Log file analysis revealed a controller power-up with associated motor start event logged on 30-sep-2022 at 08:56:47, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 95% relative state of charge (rsoc) and a controller power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and a controller power adapter was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for 16 seconds. A continuous ¿no power¿ alarm is generated when both power sources are disconnected from the controller. As a result, the reported loss of power event was confirmed. However, the reported ¿battery was defective¿ event could not be confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Information received from the site indicated that the patient was hospitalized for palliative care. The patient experienced worsening of respiratory condition and decreased level of consciousness due to pleural effusion, then was transferred to the hospital where the level of consciousness was improving (nodding response when called), however next morning there was a sudden change and the patient died. Carbon dioxide narcosis progressed, spontaneous breathing stopped along with aspiration pneumonia, which was believed to be the cause of death. The ventricular assist device (vad) was explanted. It was further reported that the patient experienced a cerebral infarction one week prior. The patient then began to have a reduction in consciousness level as the patient¿s respiratory condition worsened due to pleural effusion accumulation. The patient was transferred to another hospital. It was further stated that the carbon dioxide (co2) narcosis was the cause of the reduction in the patient¿s consciousness level. The patient was stated to be complaint with anticoagulation therapy as per dose. A head computerized tomography (CT) scan was performed, and the patient received anticoagulant. For the patient respiratory disease (dyspnea), a chest x-ray and pulse oximetry was performed, and the patient was tre ated with oxygen. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device neurological dysfunction, respiratory dysfunction, pleural effusion, and death are known potential complicat ions associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction, respiratory dysfunction, and pleural effusion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There is possible patient, pharmacological, and procedural factors that may have contributed to this event. Additional products: (B)(6)¿ controller 2.0 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 (B)(6)¿ battery d9:yes, return date: 24-oct-2022 h3: yes dev rtn to MFR? Yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.